Event description:
It was reported by the customer that they are returing their unit to an international service center because the blue and green cables do not operate properly. There was no patient consequence reported.